Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Customer informs that on (B)(6) 2023 a child died on the monitor.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. The device has not been alleged or indicated to have caused or contributed to a death or serious injury therefore the device was not a factor in the event and the event is therefore not reportable.